Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the device. No intervention was performed at this time. The patient was stable.